Event description:
A malfunction was reported on the pump by the customer. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.